Event description:
A customer reported that an ophthalmic operating system exhibited poor vitrectomy cutting and suction. Procedure details and surgery completion details are unknown. It is also unclear whether the surgery was completed. The patient impact has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).